Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined valves lv50 a and b were broken; the valves were replaced resolving the conductivity issue. The fse then noticed that latron control failed and the light scatter could not be adjusted or restored. The fse replaced the rf detector preamp and cable resolving the control failures. In addition, the fse replaced the sample line and aligned the flowcell as part of troubleshooting. (B)(4).

Event description:
The customer reported conductivity gain was recovering high and out of specification on a coulter lh 750 hematology analyzer. The instrument was not cycling patient samples at the time of this event. There were no erroneous results generated and patient treatment was not impacted.